Event description:
It was reported that the device displayed the flashing wrench and logged an event code that indicated a possible critical failure. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. F/u with the reporter found that the customer is considering purchasing a replacement defibrillator instead of repair.